Event description:
The pt reported activating the device on (B)(6) 2010 at 4:42 pm; her blood glucose was in normal range at that time. The next morning at 8:44, it measured 254 mg/dl and she administered an 8.8 units bolus dose of insulin. She reports no add'l measurements or insulin dosages until 4:20 pm at which time her bg was 248 mg/dl and she took 5.45 units of insulin. About two hours later, a bg reading of "high" (>500 mg/dl) was recorded. Despite multiple insulin boluses, her bg remained elevated until 10:48 am on (B)(6) 2010 when she deactivated the pod and went to the hospital. She spent a day in an intensive care unit with vomiting and large ketone test results.

Manufacturer narrative:
The device was not returned for evaluation; we are unable to determine if a malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. Product qualification records were reviewed and the lot met all acceptance criteria. The omnipod user's guide recommends, "to avoid dka the easiest and most reliable ways to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." Additionally, the guide cautions that if blood glucose measures high for a total of 4 hours the pod should be replaced and the healthcare provider contacted for guidance.